Event description:
Four days post index procedure the patient was discharged home. However, the patient developed an acute myocardial infarction and complained of chest pain. The patient returned to the hospital in the afternoon. A coronary artery bypass graft was conducted and thrombus was observed from the proximal end to inside of the implanted cypher stent, and from the proximal end to inside of the proximal end of the implanted taxus stent. Both lesions were ballooned to treat the thrombus. Urokinase was administered by ic and an intra aortic balloon pump was inserted. The patient remained in the hospital. The patient was initially admitted for an elective procedure with a lesion in the first diagonal. The lesion was type b1, de novo and concentric. The vessel was 3mm in diameter and the lesion was 10mm in length. The lesion was pre-dilated with a 2.75 x 15mm balloon at 12 atm for 20 seconds. A 3.0 x 13mm cypher stent was implanted at 12atm for 20 seconds. The stent was post-dilated with a 3.0 x 15mm balloon at 13atm for 20 seconds. Post-procedure residual percentage of stenosis was 0. The proximal left anterior descending branch was also treated due to restenosis of a 3.0 x15mm bare metal vision stent that had been implanted six months prior. This lesion was pre-dilated with a 3.0 x 15mm balloon at 12atm for 20 seconds and a 3.0 x 16mm taxus stent was implanted at 10atm for 30 seconds. Post-procedure residual percentage of stenosis was 0.

Manufacturer narrative:
The physician commented that the thrombotic event might be due to the in-stent restenosis that was treated in the proximal left anterior descending branch. The physician commented that it was not related to the cypher. The patient's medications include the following: aspirin, heparin, nitroglycerin, ticlopidine, cilostazol and clopidogrel. This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.